Manufacturer narrative:
(B)(4).

Event description:
It was reported that during initial insertion of an arterial catheter, the spring wire guide (swg) was observed to be kinked. The affected device was removed and replaced with another device. No additional medical intervention was required. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.